Event description:
It was reported that during an electro-surgical procedure in the operating room, the drape covering the pt caught on fire and subsequently received a burn. The reporter "suspected" that the bipolar cord sparked and ignited the drape during the procedure. There was no info provided detailing the procedure, pt sex, age, degree of the burn sustained and the treatment after the burn, electrosurgical unit and bipolar components used during the reported event.

Manufacturer narrative:
The manufacturer was not able to obtain any further info concerning the reported event or retrieve the "suspect" cable for analysis from the end-user. This is the first report of such an occurrence for this reported "suspect" cable out of five million distributed in the past five years. Cables manufactured are tested and inspected to applicable international performance standards prior to shipment. This cable is a single-use disposable low frequency bipolar type and it is unlikely that a cable of this nature would spark when used correctly. The manufacturer will continue to attempt in obtaining further info from the user site so a comprehensive investigation and root cause analysis may be performed. The manufacturer is presently evaluating and testing cables that are identical as the one used during the reported event. A follow-up report will be provided to the agency when new info is made available.